Event description:
It was reported that a flogard infusion pump was observed with a channel 2 that did not function. No patient involvement, injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional testing and an alarm log review. The reported condition of no function on channel 2 was confirmed as an f-82 alarm code. The cause of the alarm was determined to be a damaged central processing unit board. The device was swapped in order to resolve this condition. Should additional relevant information become available, a supplemental report will be submitted.